Manufacturer narrative:
(B)(4) batch # u5dr38. (B)(4) investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload loaded on the device. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the sw4 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Event description:
It was reported that during the single-port video-assisted thoracoscopic segmentectomy surgery, after the 3th fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.